Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 31 pulses, 21 of which were first prime pulses, before being deactivated. No timeouts were observed in the download data, however a rotational sensor malfunction was observed. The device did not deploy due to a malfunction with the rotational sensor assembly ending the priming sequence earlier than expected. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.